Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "a PICC catheter is installed and when trying to pass medications and infuse solutions, resistance is perceived, finally when removing it, it gets stuck in the vein, the device has a very well made knot. The nurse who installs the catheter mentions that she feels a very soft material, different from any other she has installed. Therapy was stopped during installation and the device had to be removed." No other information was provided.

Event description:
It was reported, "a PICC catheter is installed and when trying to pass medications and infuse solutions, resistance is perceived, finally when removing it, it gets stuck in the vein, the device has a very well made knot. The nurse who installs the catheter mentions that she feels a very soft material, different from any other she has installed. Therapy was stopped during installation and the device had to be removed." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a knotted catheter was confirmed but the cause is unknown. Two photographs of the distal end of a used powerpicc catheter were returned. A knot was seen in the catheter shaft approximately 2 cm from the distal end of the device. It is likely the catheter inadvertently folded over itself and was twisted into a knot during the insertion procedure, while indwelling, during power injection, or during catheter removal. Had the knot existed prior to use, the catheter would likely not have threaded smoothly through the introducer sheath. Unknown factors, such as tortuous vasculature or a difficult placement may have contributed to this event. This complaint will be recorded for future trending and monitoring purposes.